Event description:
Nellcor puritan bennett received a report from a biomedical engineer on a n-395 for high spo2 readings of 100% while testing himself. The spo2 readings are correct when this unit is tested on a simulator.

Manufacturer narrative:
Nellcor puritan bennett has requested that this unit be returned for evaluation.